Event description:
It was reported during a lateral accessory pathway cardiac ablation procedure the pt developed an aortic dissection. While using the safire bi-directional ablation catheter for mapping and ablating the left atria via retrograde approach, the physician noted the catheter loop would not open and the device was difficult to maneuver. The pt complained of abdominal pain during the procedure but the pt was hemodynamically stable with an arterial blood pressure of 150/70, oxygen saturation of 95% on room air which elevated to 99% with oxygen therapy. The pt symptoms persisted and seloken IV was administered. A CT scan confirmed an aortic dissection and the pt was transferred emergently to a nearby facility for surgery with the catheters in place. The pt underwent surgical repair and prosthesis of the aortic arch. Current condition of the pt is improving.

Manufacturer narrative:
The catheter was not returned for eval. However, review of the device history record confirmed the device met mfg requirements prior to shipment. The root cause classification for the reported aortic dissection is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.